Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a chemo aid continu-line set leaked. This occurred during priming of the set with sodium chloride. The reporter stated that the fluid leaked through tiny pinholes in the tubing just below one of the valve connections. There was no patient involvement. No additional information is available. This is report 5 of 6.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.